Event description:
It was reported that the bd biocath aquafil 14ch (hospital) foley catheter had incorrect instructions due to a labeling discrepancy, wherein the removable label stated a 5 ml balloon while other packaging indicated a 10 ml balloon and the product was supplied with 10 ml of water, raising concern that inflating a 5 ml balloon to 10 ml could lead to balloon rupture and pose a patient safety risk.(lot#mykp4788, (lot# unknown- row#).

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bd biocath aquafil 14ch (hospital) foley catheter had incorrect instructions due to a labeling discrepancy, wherein the removable label stated a 5 ml balloon while other packaging indicated a 10 ml balloon and the product was supplied with 10 ml of water, raising concern that inflating a 5 ml balloon to 10 ml could lead to balloon rupture and pose a patient safety risk. (Lot mykp4788), (lot unknown). Per notification from investigator on 26feb2026, it was reported that per photo provided by customer, it shows 3 different lots with different sizes that shows labeling discrepancy, wherein the removable label stated a 5 ml balloon while other packaging indicated a 10 ml balloon mykv5883 (2264s12uk), mykp4788 (2264s14uk), and mykq3307 (2264s16uk).

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was unconfirmed. Visual evaluation of the returned one photo sample noted three unopened (with original packaging), hydrogel coated foley catheter pcn 2264s14uk and lot number unknown. Visual inspection of the one-photo sample noted that the first catheter shows the product information sticker with the ch fr size, inflation size and the balloon. With the 12 ch fr the inflation volume is (10ml) and balloon size (5ml) and the product packaging indicate. The second catheter shows the product information sticker with the ch fr size, inflation size and the balloon. With the 14 ch fr states that the inflation volume (10ml) and balloon size (4.7 ml). The third catheter shows the product information sticker with the ch fr size, inflation size and the balloon. With the 16 ch fr states that the inflation volume (10ml) and balloon size (5.3 ml). The inflation volume incorporates the volume required to pass through lumen and fully inflate the specific balloon size. This meets specification. The removable label and the product packaging both display the inflation volume, and the balloon volumes match as required. Material 2264s12uk and material 2264s16uk. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.